Event description:
Additional information was received that capture threshold testing was performed and the device was reprogrammed to resolve this event.

Event description:
It was reported that, loss of capture and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention has been taken. The patient was stable.